Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the emergent procedure was to treat a mildly tortuous, 95% stenosed lesion in the right coronary artery (rca). The xience xpedition 4.0 x 28 mm was intended to be implanted in the opening site of the rca. After reaching the target lesion there was no stent implant found, only the stent delivery system (sds). The stent implant was found in the guiding catheter and it was removed from the patient's anatomy with a snare device. Another xience xpedition 4.0 x 28 mm was used to finish the procedure. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported stent dislodgement was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. As there were crimp marks on the tightly folded balloon between the markers, suggesting the stent was originally positioned correctly and securely at the time of manufacture, the investigation determined the reported difficulties appear to be related to circumstances of the procedure. The cine of the event was received and reviewed by an abbott vascular clinical specialist, concluding the following: an undeployed loose stent is noted in the patient bicep area. It is presumed that this stent is the xience xpedition stent in question. The stent loss from the delivery system is confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to filing the initial MDR, the following information was received: the stent dislodged when it went through the guiding catheter and when all of the devices were pulled back, the stent did not come back with the guiding catheter and was removed from the patient's anatomy with a snare device.